Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that, at the very beginning with the first pump implant, the patient felt the boluses were strong prior to the catheter "wrapping around the patient's spine and being kinked off."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an used fentanyl and bupivacaine (unknown dose and concentration) via an implantable pump for spinal pain. The patient reported that his pump was not installed right from the beginning in (B)(6) 2014 and it took him 4 days to get out of bed because the pump was not "tact down" properly and "ripped" when he moved and wrapped around his spine and catheter was kinked and no medication was getting through and the managing doctor was trying to cover it up and no doctor in (B)(6) would take him because the pump needed to be "pulled". Patient states the managing doctor discharged him after 4-5 months because he falsified patient report. Patient stated that he thought the health care professional put a new pump implant in (B)(6) 2015 when the catheter was replaced but was not sure. Patient stated that the health care professional told him it was the worse job he ever did in his 300 of his jobs he had done. The managing doctor used fentanyl and bupivacaine which helped. In (B)(6) 2015 the catheter was replaced, the implanting surgeon in nevada did the catheter replacement which was the second surgery and he was up in after a few hours. The surgeon saved his life and told him about the scarring in the abdomen and spine because they could not aspirate the catheter. The surgeon wanted to try dilaudid and patient knew dilaudid made him sick and throw and he tried it anyways and it made him sick. The surgeon and patient developed a plan of what was working with the managing doctor because he felt like he was 18yrs old again when he was with the managing doctor. Patient stated he wanted to get off all the patches and pills and the healthcare professional agreed with patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter (unknown catheter no longer applies).

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal fentanyl 3000 mcg/ml at 801.1 mcg/day and bupivacaine 4.0 mg/ml at 1.0681 mg/day. It was reported that right away on (B)(6) 2014, it took the patient 4 days to get out of bed. The patient ¿had 4 urinals¿. Every time the patient would even move an inch in bed, they would feel a ripping, tearing feeling right under the incision of the pump. That was when the catheter became dislodged and was hanging up in his ribs. The patient was let go by their healthcare provider (hcp) and told that their dislodged/tangled catheter case had become too difficult. On (B)(6) 2015, the catheter was fixed and replaced by a different hcp. It was also reported that four years ago (from (B)(6) 2017), the patient had 2 broken screws and a broken fusion l4-l5-s1. The patient also had damage in the cavity area. On (B)(6) 2017, the patient was going to have a dye study diagnostic to the bone to determine what was going on with the patient¿s current situation and next steps for surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that on (B)(6) 2014, the healthcare provider (hcp) installed the patient¿s pump. Within four days, the patient¿s pump actually became unstitched, so it started twisting and hanging up on his ribs at ¿about 5 days after install.¿ the pump got around the patient¿s spine and ¿aspirated¿; got kinked and caused a lot of damage. No hcp would take the patient for a year. It was noted that the patient ¿felt 18 years old again when he first got the pump¿ until the pump got twisted around his spine. It was great but short-lived.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.